Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the motor was not running. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, found during set up. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were removed, damage and chipping on all corners of top case and the plunger case seal was missing. Review of the event history log showed an occurrence of "motor not running." Functional testing involved occlusion testing and showed the pump exhibited "motor not running" error at the beginning of the test. The investigation determined that the main board being misaligned due to the customer dropping the pump was the cause of the reported issue. The main board was realigned.